Event description:
Pt allegedly received an implant on (B)(6) 2010 via the right common femoral vein as prophylaxis for deep vein thrombosis. Pt is alleging vena cava perforation, mesenteric perforation. Pt further alleges anxiety. It was reported that the filter was successfully retrieved on (B)(6) 2018.

Manufacturer narrative:
Correction: g9: previous MDR's where inadvertently sent under follow up #2 1820331-2017-04656, follow up #3 1820331-2017-04656. Follow up #2 1820334-2018-04656 and follow up #4 1820334-2018-04656 have been filed. This report has been sent as a corrected subsequent MDR 1820334-2017-04656 follow up #3. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: vc perforation, mesenteric perforation, anxiety- updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported anxiety is directly related to the filter. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the filter was successfully retrieved on (B)(6) 2018 without immediate complications.

Manufacturer narrative:
Previous MDR's where inadvertently sent under follow up #2 1820331-2017-04656, follow up #3 1820331-2017-04656 and follow up #4 1820334-2018-04656 instead of 1820334-2017-04656. This report has been sent as a corrected MDR 1820334-2017-04656 follow up #2. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 31jan2018 as follows: patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein as prophylaxis for deep vein thrombosis. Patient is alleging vena cava perforation, mesenteric perforation. Patient further alleges anxiety.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: this report is being submitted to include information previously submitted under incorrect medwatch report numbers: medwatch report submitted under 1820331-2017-04656 on 02/20/2018. Medwatch report submitted under 1820331-2017-04656 on 03/18/2018. Medwatch report submitted under 1820334-2018-04652 on 08/01/2018. The information submitted in this report was contained in the previously submitted reports and no additional information was provided or further investigation was conducted. Ec method code desc : actual device not evaluated (3263), process evaluation (3331). Ec results code desc : no results available since no evaluation performed (3221). Ec conclusions code desc: inconclusive-investigation in progress (20), unable to confirm complaint (67). F10: patient code: vessels, perforation of (2135)-not listed in IFU, anxiety (2328)-not listed in IFU, organ perforation (1987)-not listed in IFU. Device code: no code available (3191)- device perforation- not listed in IFU. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "vc perforation, mesentric perforation, anxiety." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae, e.g., filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2010. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.